Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawers 13 and 14 (cubie) had failed, with no lights illuminated on the module controller. A meter test confirmed that the controller for drawer 14 was faulty. A field service engineer replaced both the drawer controller and the module controller to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini drawers were not populated any items. The malfunction occurred when a user attempted to retrieve an item for a patient from drawer 13. Upon remote access, it was discovered that drawers 13 and 14 (cubie) did not display any items. The customer reported that there was a delay in patient care, since users had to get the required medications from the pharmacy. There were no adverse events or injuries reported based on this event.